Event description:
A report received implicated two cypher stents in a late thrombotic event twenty-eight months after the stents were implanted. The stents were implanted in a staged procedure, reason unknown. The first cypher (2.5/18mm) was implanted at 18atm for 20seconds in the distal left circumflex, which was a de-novo, eccentric, bifurcated and calcified with a type b2 classification. The lesion length was 20mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a balloon (2.5/15mm) at 8atm for 10 seconds. Post-dilatation was not conducted. Intravascular ultrasound was not conducted. The residual % stenosis was 25%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Five days later, the second cypher (2.5/18mm) was implanted at 18atm for 20seconds in the mid left anterior descending vessel which also de-novo, eccentric and calcified with a type b2 classification also. The lesion length was 20mm and vessel diameter was 2.5mm. Twenty-eight months later, the patient presented in cardiogenic shock at the hospital. Under intra aortic balloon pump (iabp), coronary angiogram was conducted and thrombus was observed in both cyphers. To treat the thrombus, cyphers (2.5/18mm) were implanted in each cypher at 18atm for 20seconds each.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient and reported under manufacturing numbers 9616099-2007-00674 and 9616099-2007-00675. Additional information will be submitted within thirty days upon receipt.